Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's family had called and indicated that they suspected a malfunction with the implantable pulse generator (ipg). The patient was feeling "jolts" and experienced chest pain and pain in the abdomen. The device remains in use. No further patient complications have been reported as a result of this event.